Event description:
Drill bit broke during surgery, and a piece was left in the patient.

Manufacturer narrative:
Examination of the returned drills confirms the reported observation. A complaint database has identified a trend for this drill family of both bending and fracture. Previous investigations, including evaluations by a depuy material scientist have not identified product error. It has been determined that use error/technique is the likely cause for failure. Although a trend has been identified it has been determined to be a small percentage of the drills sold in the product family. No corrective action is indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.